Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv2924 showed thirty-one other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported no sound was heard when the connector was installed when the catheter was placed, and the connector was separated by gently pulling it. No other information was provided.